Manufacturer narrative:
No unexpected blank display anomalies, reset anomalies or off no power anomalies were noted during testing. The pump passed the self test, off no power, unexpected restart, displacement, rewind and basic occlusion tests. The operating currents were within specification. Unable to prime during the prime test due to moisture damage on the force sensor resistor. Moisture damage was noted on the electronic assemblies. The pump also had a corroded motor assembly, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported her insulin pump went dead in the middle of the night, she changed the battery, set the time and date, and the device counted down and turned off again. Customer believed her blood glucose to be really high but did not know her blood glucose level. She stated she felt nauseous the customer stated there were moisture drops in the insulin pump screen, but it had not been worn in the water. The device had previously been dropped. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.